Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric bypass, while creating gastro jejunostomy, the anvil did not tilt. After a complete squeeze of the stapler and when opening the anvil, a crunch sound was heard until click occurred. Surgeon over sewed the anastomosis to resolve the issue and to complete the case.

Manufacturer narrative:
Additional information: evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of damaged knife that has no relationship to the reported condition. No further actions have been deemed necessary at this time. Based on the evidence available the reported condition was not confirmed. Replication of the observed secondary knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. If information is provided in the future, a supplemental report will be issued.